Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer received multiple occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer stated that at each event, the alarm was able to be cleared and insulin therapy was able to be resumed. Customer also stated that at each event, supplies were not changed and blood glucose (bg) levels returned to target range. The customer's bg level was impacted; however, the customer was unable to provide a specific bg value. Customer would address impacted bg levels with a bolus via the pump.